Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields include d8, h2, h3, h6, and h11. Corrected fields: b5, h11. Date of event is unknown. Additional information will be provided if available. B5 correction: it is unknown when the event occurred. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.

Event description:
It was reported that gastrointestinal videoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.